Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the reliance synergy washer and found it to be operating according to specification. No issues with the function or operation of the unit were found. The washer was returned to service. After speaking with user facility personnel, the technician learned that the employee subject of the reported event had stuck her arm into the washer's chamber to remove a chemical indicator from the instrument rack. In the process, the employee's arm made contact with the safety bar on the washer's door, causing the employee to burn their arm and the reported event to occur. The technician confirmed that the employee had not been wearing proper ppe at the time of the event. The root cause of the reported event can be attributed to improper ppe while operating the reliance synergy washer. The reliance synergy washer operator manual (pg. 1-2) states: "warning - burn hazard: wear appropriate personal protective equipment (ppe) whenever reaching into the chamber." A steris account manager offered in-service training on the importance of wearing proper ppe while operating their reliance synergy washer however, the user facility declined. No additional issues have been reported.

Event description:
The user facility reported an employee obtained a burn while operating their reliance synergy washer. The employee received an ointment and returned back to work the same day.